Event description:
It was reported that an ilet pump was dropped, resulting in a cracked touchscreen at the unlock area with a fuzzy display and lines, preventing device unlock; this was characterized as a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.